Event description:
It was reported that during use the twinfix ultra anchor once the thread was pulled it was broken and the knot could not be performed. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿b5, d4: expiration date, h4, h6: health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports, the thread of the twinfix ultra pulled out and the anchor was broken during use in a surgical procedure. It is unknown if the broken portion was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the alloy found that found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during use, once the thread was pulled, the twinfix ultra anchor broke and the knot could not be performed. The procedure was completed with non-significant surgical delay with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during use, once twinfix ultra anchor was inserted, the sutures broke and the knot could not be performed. The procedure was completed with non-significant surgical delay with a smith and nephew back up device. No further complications were reported.